Event description:
It was reported that there was an impedance issue and high impedances of less than 10,000 ohms. The electrodes with this issue were electrodes 8, 9, 10, 11, 13, and 15. Actions required as a result of the event was reprogramming. Diagnostic testing or troubleshooting that was performed was impedance testing. They were not using the ¿bad lead¿ for programming anyways but the impedances were high. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient was receiving effective therapy. The lead with electrodes with high impedances wasn¿t even used by the patient. The idea programmer was on the other lead. There were no further issues at the point of the report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).